Event description:
The patient underwent generator replacement due to eos. During the replacement surgery, the surgeon identified a tear in the outer tubing with body fluid in the lead body and corrosion of the lead where the tear was located. The surgeon proceeded with a full revision. Upon removing the lead the surgeon found another tear, as well as a stitch placed through the lead body. A review of the internal programming history data shows that the diagnostics were within normal limits for the duration of the generator's use, indicating that the lead damage likely did not affect delivered therapy. Per the surgeon, the cause of the openings/damage to the lead body, as well as the observed corrosion, is surgical error, as the implanting surgeon placed a suture directly on/in the lead body. The explanted products were discarded per hospital protocol and thus are unavailable for product analysis. No additional relevant information has been received to date.